Event description:
It was reported that the customer's insulin pump alarmed motor error repeatedly. Troubleshooting was performed. Ran a replacement test and the test did not pass. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test. Motor error alarm noted during basic occlusion test due to faulty force sensor. Cracked case on lcd display window corners and scratched lcd window corners noted during visual inspection.